Event description:
Tap of blue 3-way stopcock came off from housing. This device was used for 10 hours. This device was applied on the pt during the heart operation. When the pt was moved to ICU from operation room, blood flush back was found in the tube of cvp line with saline leakage occurring at the stopcock as well. The clinician operated the tap stopcock to confirm the leakage and the tap came off from the housing.